Event description:
A report was received that the patient was not receiving the desired stimulation due to high impedances on several contacts of the lead. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well after the procedure.

Event description:
A report was received that the patient was not receiving the desired stimulation due to high impedances on several contacts of the lead. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial/lot #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.